Manufacturer narrative:
This complaint met MDR reporting criteria on 12/7/2017 when product analysis found that the coil was stretched. Conclusion: a non-sterile orbit galaxy tdl cmplx fill coil 4x12 was received coiled inside of a pouch. The hypotube was inspected and no damages were noted on it. The introducer was found kinked. The support coil, the gripper and the embolic coil were found in tangled condition with the device. The introducer, gripper and the embolic coil were inspected under microscope; the introducer was found kinked, no damages were noted on the gripper and the embolic coil was found stretched. The functional test cannot be performed since the introducer was found kinked as well as due to the embolic oil was found in tangled condition with the device. A review of the manufacturing documentation associated with this lot 17701250 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resheathing difficulty was confirmed. The cause of the failure experienced by the costumer appears was due to the kinked condition noted on the introducer. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have this failure. Additionally, inspections are in place that prevents this kind of failure from leaving the facility. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
While attempting to coil an aneurysm, the physician loaded a galaxy fill 4x12 into a stryker sl-10 microcatheter. The coil was advanced into the aneurysm at which time the physician decided that the coil was too small and wanted to use a larger coil to start. The coil was retracted out of the aneurysm and an attempt to resheath was made per the IFU. The physician was unable to zipper the sheath back over the delivery wire and during product analysis, it was determined that the coil was stretched. He then went on to coil the aneurysm without issue. There were no adverse events associated with this incident.